Event description:
The customer states that they were getting horizontal lines through the images. The pictures were shaking.

Manufacturer narrative:
The ge service rep tightened the loose hardware on the system interconnect cable assembly. The system checked and tested o.k.